Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.this report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported (translated from french): we have had 3 returns regarding the sol-m needles. In fact, the product intended for injection remains between the plastic support and the needle. This happened in the following 3 cases: - sol-m 4 mm, 32 g (lot: 02303026 exp.: 03.19.2028) with the norditropine pen (novonordisk flexpro) - sol-m 4 mm, 32 g (lot: 02303026 exp.: 03.19.2028) with the surepal pen5 - sol-m 8 mm, 31g (lot: 02303024 exp.: 03.19.2028) with the novorapid flextouch pen. "

Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted information. MDR report number 3014312726-2024-00222 was submitted in error. The associated complaint involves a product distributed outside of the united states, with no similar device currently marketed in the u.s. There was no involvement of serious injury or death.